Event description:
It was reported, "pt presented with squeaking hip. Audible to other employees at the office."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If add'l info becomes available, it will be submitted in a supplemental report.